Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts have been received by the manufacturer for evaluation. Event problem and evaluation: on (B)(6) 2014, a medtronic representative went to the site to test the equipment. As reported, the monitor display was blank. Discovered cmos battery lost its charge, causing bios to default, preventing mvs computer from booting. Replaced cmos battery, reconfigured bios and reloaded mvs software. The imaging system then passed the system checkout and was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) office on (B)(6) , 2016 via medtronic navigation, inc. Response to(B)(6) 2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that no video signal was displayed on the mobile view station (mvs) monitor for the imaging system. In trouble-shooting, was able to confirm the computer was powered on, but was unable to slave to another computer. Multiple attempts to re-boot the system did not resolve the issue. Suspected the issue was due to a video card failure in the mvs central processing unit (cpu). There was no patient present when this issue was identified.